Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting and after meals range from 99 to 250 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed using both meters with results of: true2go meter serial#( B)(4): 100 mg/dl. Contour meter: 120 mg/dl. Verified storage of test strips is not within instructed specification since they are kept in kitchen. Test strip lot MFR's expiration date is 10/24/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 100 mg/dl, fasting: yes; 185 mg/dl, fasting: no; 111 mg/dl, fasting: no; 363 mg/dl, fasting: no; 81 mg/dl, fasting: no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.